Manufacturer narrative:
No fault found, unconfirmed problem. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that hard collimation, foot switch, and cd writer were not functioning on an azurion 3 m12. The clinical use of the system was in use. There was no reported patient or user harm.